Manufacturer narrative:
Additional information received from the local area sales representative indicated this device did not plan to be changed out due to patient's hospice status. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) due to a charge time measurement of 35.8 seconds. The monitoring voltage was 2.29 volts. To date, there have been no adverse patient effects reported.